Event description:
It was reported that a vns patient had stopped feeling their stimulation around the beginning of the year. The patient can into clinic to be checked. A system diagnostic test was performed and the output current was at limit, lead impedance was high and dcdc is 7 and eos no. Normal mode testing was the same. The physician indicated that he would program their vns off. No trauma or manipulation was reported prior to their high impedance being attained. Surgery is not planned at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.